Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. Additional information received from the field representative revealed that the lead was fractured near the lead yoke. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is expected to return.